Manufacturer narrative:
No trend considering the following event is identified: metallosis. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the 86 years old patient received tha on (B)(6) 2005 and underwent revision surgery for metallosis of mom implant with severe periprothetic osteolysis and suspected over-infection. The fitmore shell was revised. Review of received data: only the incident report in italian is received for the investigation. It is mentioned in the report that the patient was subjected to surgery for removal and replacement of the shell due to metallosis of mom implant with severe periprotetic osteolysis and suspected over-infection. Devices analysis: no product was returned to zimmer biomet for in-depth analysis, according to the information received the product location is unknown. Review of product documentation: sterilization certificate of the implant was reviewed and confirmed to be conforming to the respective sterilization specification. Conclusion summary: according available information at the hand patient underwent revision surgery after 12 years 3 months due to metallosis and suspected infection. For the investigation of the case only the incident report was received. No medical reports were received to confirm infection and/or metallosis. Sterilization specifications of the device certifies the suitability of sterilization. The sterilization certificate is reviewed and it is confirmed that the product was sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Therefore, it can be excluded that an unsterile device caused the infection. Possible reasons for the infection include secondary infection, comorbitity (patient having an infection in another site of the body), reuse of a device which is only intended for single use, incorrect / off label resterilization by user and fail of resterilization method as suggested in IFU. Possible reasons for the metallosis include excessive corrosion due to different materials in system, mal-function of components, mix&match with competitor components and insufficient rom of components. However, due to absence of necessary information, identification of other tha components it is not possible make further analysis of the event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e allofit alloclassic shell 510k#003758) are marketed in USA, and therefore this report was filed. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(6).

Event description:
It was reported that the patient was implanted a fitmore a, shell with fins, uncemented, 56/kk on an unknown side on (B)(6) 2005 and the patient underwent revision surgery on (B)(6)2017 due to metallosis with severe periprotetic osteolysis and suspected over-infection.